Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the nurses were unable to pull the medication. A technical support specialist contacted the customer, confirmed that the system was current and up to date, and walked the customer through generating a pick and delivery report. The specialist clarified that the issue was isolated to the pyxis logistics side and that orders were displaying as expected. The customer acknowledged the resolution. The system functioned as intended after technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server nurses were unable to pull the medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.